Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri) battery status suddenly. The gas guage was in the red, and the device was then at end of life (eol) battery status. The physician did not have the monitoring voltage and charge time from the previous device check, but at this visit the monitoring voltage was 2.6 volts and the charge time was 15.3 seconds. A boston scientific technical services consultant discussed that the reported values did not match the eri triggers for this device. It was later reported that a yellow warning screen may have been observed. A device save to disk was requested.